Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken atrial output connector. It was also indicated that the lower case was broken and contaminated. It was also indicated that wires were pinched. It was also indicated that four case screws, the main seal, and the main label had contamination. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. The epg was returned for service. There was no patient involvement.